Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty safety relay on the high voltage module. The high voltage module was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 78" , "defib fault 79", and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.